Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Quality control recovery is acceptable. Upon review of the alarm trace, multiple abnormal fuse failure alarms were noted. The field service engineer replaced the cl electrode. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The customer checked the probe and the alignments and performed an ise check but the issue persisted. The field service engineer determined no hardware issues. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas 8000 cobas ise module, serial number (B)(6). The reporter also mentioned that the quality controls were acceptable prior to the event but out of range after the event. The sample initially resulted in a na value of 134 mmol/l and repeated as 143 mmol/l.